Event description:
The customer reported that the 840 ventilator had an erratic display. It is unknown if there was patient involvement at the time of the event. The covidien customer support engineer (cse) verified the malfunction. The cse replaced the graphical user interface (gui) and upgrade the backlight inverter cable. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).